Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 19.5-20.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that when the patient presented to the ER with pre-syncope, low hv lead impedance was observed. It was noted that the patient had a vt/vf episode where the device attempted to deliver therapy but several shocks were aborted due to low hv lead impedance. The patient spontaneously converted. Insulation anomaly was observed and lead to can abrasion was suspected. The lead was explanted and replaced. The patient was stable following the procedure and will be followed normally.